Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to potential atrial capture concerns on a recent atrial tachy response (atr) episode. Upon review, fine atrial fibrillation (af) was observed, and it was noted that atrial sensitivity was already down to 0.15 mv automatic gain control (agc). There was also evidence of crosstalk oversensing of ventricular signals on the atrial channel. Upon further review of recent right atrial automatic threshold (raat) tests, there was no evidence of atrial non-capture. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.